Event description:
I had an injection at (B)(6) ((B)(6)) on the (B)(6) 2018. A nurse's name (B)(6) who injected radiesse on my nose, she injected multiple times and some of radiesse blocked the blood circulation. I noticed something was wrong a few hours later, I had a nonstop running nose and tearing eye. I immediately let the (B)(6) office manager knows what has been happening (side effects) on monday morning because I got the injection on saturday 11:45 am and they close on sunday. I had be to hospitalized at the (B)(6) emergency room and received hyperbaric treatment for 20 hours and stayed at the hospital for 5 days. It has been 7 months and I'm still waiting for my scars to be settled so I can have plastic surgeries on my nose. They have non-licensed nurses who inject without having doctor present. It is illegal; my ophthalmologist contacted the (B)(6) three times to discuss how injection went because he had tremendous concerns with my eye. (B)(6) didn¿t cooperate the conversation because none of doctors were at the facility for those days. He knew they used the wrong products on my nose; I went to see two different plastic surgeons and both admitted that the nurse at the (B)(6) should have not used the products (radiesse) on my nose because it can't be reversible and I could have become blind. Doctor. (B)(6), doctor. (B)(6); they still inject patients without having proper licenses: they are not nurses and doctors are not present to evaluate their work. They could harm other people and it is very dangerous. Doctor (B)(6): plastic surgeon ((B)(6)) doctor (B)(6): plastic surgeon ((B)(6)) doctor (B)(6): ophthalmologist ((B)(6)) (B)(6) emergency center and hyperbaric dept ((B)(6)). Suspect: yes. Primary? Yes. Product type: drug/biologic. Name of company that makes (or compounds) the product? Unknown. Is the product compounded? (Your health professional may be able to help you identify whether the drug was compounded.): yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Yes. Do you still have the product in case we need to evaluate it? No. Date the person first started taking or using the product? (B)(6) 2018.